Event description:
The user stated they had a severely lipemic sample that generated discrepant results for ise tests. The initial sodium result was 118 mmol per l and the initial potassium result was 2.7 mmol per l. The sample was sent out to another lab for repeat testing where it was ultra centrifuged and tested on an olympus analyzer. The report sodium result was 137 mmol per l and the repeat potassium result was 3.3 mmol per l. The initial result "were verbally reported to the doctor and it was explained about the lipemic sample and the concerns for validity of the results." No actions were taken and the patient was not adversely affected. A corrected report was given to the doctor with the rerun results from the olympus. The user declined a service visit stating that the instrument is operating normally with no issues and stated this is a sample specific issue.